Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the surgery via tka for oa with the tibial tray in question. When the purple protective cover was removed, the numbers and marks of the protective cover were left on the surface of the tray. The case of the product was deformed. However the surgeon used the tray. The same cases occur consecutively. No further information available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the outer packaging of the reported device was returned without the device or protective cover. No analysis could be performed to confirmed the reported event from the packaging components alone. Review of the provided photos identified what appeared to be faint markings on the polished surface of the tray transposed from the in embossed markings on the protective cover. However these same photos where used for additional complaints reported for the same issue and it was not possible to identify if the tibial tray in the photos was the same tibial tray reported on this complaint, therefore without the lot number visible, the reported event could not be confirmed based on the inability to identify the correct associate product. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: finished goods (trays) DHR: product code 150680003, work order (B)(4) was manufactured on 15 dec 2020. (B)(4) were manufactured per specification and all raw materials met specification. Scrap: there was no scrap associated with this lot. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: there were no non-conformances associated with this lot. Casting (foundry) DHR 1: product code 150610303, work order (B)(4) was manufactured on 30 oct 2020. (B)(4) were manufactured per specification and all raw materials met specification. Scrap: 1 part from this lot was scrapped: scrap code a270: this concerns cold shut (post cast). There is no correlation between this scrap reason and the failure mode of the complaint. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: there were no non-conformances associated with this lot. Casting (foundry) DHR 2: product code 150610303, work order (B)(4) was manufactured on 30 oct 2020. (B)(4) were manufactured per specification and all raw materials met specification. Scrap: there was no scrap associated with this lot. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: there were no non-conformances associated with this lot.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.